Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment refuted the unknown endoleak and confirmed a type 3b endoleak with aneurysm sac growth. The type 3b endoleak was most likely related to the use of strata material (first focal endoleak) and a combination of strata material and the placement of non endologix iliac stent placed at implant for the off label iliac anatomy (intentional user error) a second focal leak in this area. The devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension, and two limb extensions. A routine follow up computed tomography (CT) showed an unknown endoleak and aneurysm sac growth. On (B)(6) 2017 the patient had a secondary procedure where the physician relined the initial implant with an ovation aortic body, two iliac limbs and two limb extenders. The final patient status is unknown. There have been no additional adverse events reported for this patient.